Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the btt (blunt tip trocar) short port black inflation valve dislodged. An accessory kit was used to complete the procedure. There were no pt effects. Product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010 for investigation. This issue is being investigated through maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B) (4)